Manufacturer narrative:
Initial reporter address: (B)(6) hospital. Device manufacture date: the device was manufactured december 13, 2021 - december 14, 2021. The device was received for evaluation. The sample contained 85 mls of fluid in the bladder which verified the reported condition. Visual inspection on the returned sample via the naked eye showed no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed on the sample and the flow rates were found to be within the product¿s specification range. Based on the functional flow test result, the infusor sample was determined to be conforming product. Baxter was unable to determine root cause for this under infusion report. The following factors may affect the flow rate and be potential causes for this report: (1) fill volume, (2) temperature, (3) viscosity of the medication, (4) the difference in height between the fill port and the distal end luer lock/flow restrictor and (5) catheter size. The influence of all these factors is described in the product labelling. The products¿ instructions for use provides further information on the five (5) factors listed above. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused. This was described as; ¿the patient returned to clinic with the balloon in infusor bottle still relatively high in size¿. This was observed after use. The device was filled with cefazolin, 6000mg in 240ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.